Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Treatment of an avm with onyx. It was reported that the catheter ruptured during onyx injection. Upon removal, the catheter separated with the distal segment remaining in the patient. No patient injury reported.same event as MDR# 2029214-2011-00074.